Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed storage. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3-1 enhanced half-height cubic drawer on the main pocket b3 was failed. A field service engineer replaced cubie tray for row b to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.